Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In (B)(6) 2009 the patient was implanted with a trident cup and trident insert by tha procedure. In (B)(6) 2017, a osteolysis was confirmed in the proximal part of the femur. It was no issue for the cup. It will result in a revision surgery.

Manufacturer narrative:
An event regarding osteolysis involving an unknown trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
In (B)(6) 2009 the patient was implanted with a trident cup and trident insert by tha procedure. In (B)(6) 2017, a osteolysis was confirmed in the proximal part of the femur. It was not issue for the cup. It will result in a revision surgery.